Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarms beginning three months prior to the call. The customer also reported that the infusion set tape wasn't sticking and her cannulas were beading. Blood glucose level at the time of the incident was not provided. The customer also reported that she previously had a skin infection which was treated by her doctor. The insulin pump was not replaced or returned for analysis.